Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the tubing set. Patient stated that he pulled the pin out that was pushed in which caused the line to leak. Patient stated that he is not sure how the pin got pushed in. No fluid leaked onto the cycler. Patient had no adverse effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within three months of the date of the event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.